Event description:
It was reported that the ipg was inoperable. Reportedly, patient did not recharge the ipg was approximately 2 years. As such, the ipg was unable to communicate with the external devices and deemed inoperable. As a result, surgical intervention was undertaken wherein the scs system was explanted.